Event description:
During a surgical operation using the 'neurosign 100', burn marks were found on the pt's body near the area where the needle electrodes associated with the machine were inserted. This incident occurred in another country.